Event description:
It was reported that there was a possible intrathecal mass, that was believed to have originated due to compression at the catheter tip. It was stated that the pt had (undefined) "bowel symptoms." There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. It was stated that an MRI was ordered. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4) used to represent the pt's complaint of "bowel symptoms."